Manufacturer narrative:
The investigation determined that a lower than expected non-vitros biorad quality control result was obtained using vitros chemistry products dgxn slides tested on a vitros 5600 integrated system. The most likely assignable cause for the event is an instrument related issue. A pre-service vitros dgxn within-run precision test was not able to be performed due to mechanical errors. An ortho field engineer (fe) visited the site and performed service actions to the vitros 5600 integrated system. Service actions included the replacement of the immunowash fluid (iwf) lead screw, lubrication of the iwf pump, and cleaning of all applicable sensors. The fe also performed adjustments to the iwf metering assembly. After service actions were completed, the fe performed both a vitros dgxn within-run precision test and a vitros crbm marker precision test on the vitros 5600 integrated system. The results of both tests were within acceptable guidelines indicating that the vitros 5600 integrated system had been returned to expected performance.

Event description:
A customer reported a lower than expected non-vitros biorad quality control result obtained using vitros chemistry products dgxn slides tested on a vitros 5600 integrated system. Biorad l3 result of 1.63 ng/ml vs. The baseline mean value of 3.10 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was from a non-patient quality control fluid. The customer made no allegation that patient sample results were affected, however, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).